Event description:
The end user alleges that on (B)(6) 2015, she was on the star disability bus and she was attempting to get off of the bus via the lift. The bus driver was standing next to her and she alleges that when she took her hand off the joystick, the chair did not stop and she kept rolling off the ramp. She states there was a belt at the end of the ramp that stopped her from going over.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.